Manufacturer narrative:
A1-a5: patient information was not provided. H11: livanova deutschland manufactures the essenz heart-lung machine (hlm). Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report stating that surgeon raised concern that essenz heart-lung machine (hlm) roller pumps, used as vent and sucker, were not effectively removing blood from the surgical field. The event occurred during procedure, a few minutes after initiation of cardiopulmonary bypass. The perfusionist confirmed that pumps occlusions had been appropriately set and verified prior to start procedure, and that vacuum-assisted venous drainage was set at the maximum level. There is no report of any patient injury.